Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse repaired the minor leak to the sample probe. The fse replaced the vacuum pump the replaced and calibrated the detector. The fse ran biorad controls. All results were within acceptable range. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a lot to lot variation of troponin. The customer reevaluated the ranges.

Event description:
On (B)(6) 2017, a customer reported biorad control 1 was high and out of range with the aia-600ii analyzer. The customer is unable to run ctnl 2 and ckmb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl 2 and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.